Manufacturer narrative:
(B)(4). The patient was recovered from the peritonitis event (previously, the outcome was reported as unknown) and the peritoneal effluent fluid was clear. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was unknown. One day after onset, the patient began treatment with vancomycin 1 gram per two liters (route, frequency, and duration not reported) and ceftazidime 1 gram per two liters (route, frequency, and duration not reported) for the peritonitis event. It was not reported if dianeal and extraneal therapies were ongoing. It was unknown if the patient was recovering or was recovered from the peritonitis event. No additional information is available.